Event description:
Healthcare professional, initially reported, "physical exam confirms, 3-4th grade, contracture". And "hardening of the left breast". Later, healthcare professional reported, "physical exam shows a grade 3, contracture". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.